Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Third degree chronic kidney disease [chronic kidney disease]. Off label use (meniscus tear) [off label use of device]. Case description: this serious spontaneous report was received from a consumer in united states. This report concerns a female patient, age unknown, who experienced 3rd degree chronic kidney disease and off label use (meniscus tear) during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection unknown concentration, for osteoarthritis from 2015 and ongoing. In 2015, the patient experienced off label use (meniscus tear). In (B)(6) 2016, the patient experienced 3rd degree chronic kidney disease. The 3rd degree chronic kidney disease was medically significant. Action taken with euflexxa was unknown. On an unknown date, the outcome of off label use (meniscus tear) was unknown, the outcome of 3rd degree chronic kidney disease was unknown. The patient's medical history was significant for kidney disorder (from 2014 to 2014) and arthritis of her body (from unknown start date to unknown stop date) and bronchitis (from unknown start date to unknown stop date) and multinodular goiter (from unknown start date and ongoing) and cellulitis (from 2014 to 2014). There was not reported any concomitant medication. At the time of reporting, the case outcome was unknown. Additional information was received from the patient on 31-aug-2016. The patient stated that her kidney problems began over two years ago "before I had the euflexxa shots" and then stated that the kidney problems worsened last year when she was given bactrim for cellulitis. The patient then stated that "it wasn't officially diagnosed until (B)(6)". This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive, because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: unrelated. Other case numbers: (B)(4).

Manufacturer narrative:
Not returned to manufacturer.

Event description:
3rd degree chronic kidney disease [chronic kidney disease]. Off label use (meniscus tear) [off label use of device]. Case description: this serious spontaneous report was received from a consumer in united states. This report concerns a (B)(6) female patient, who experienced 3rd degree chronic kidney disease and off label use (meniscus tear) during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection unknown concentration, for osteoarthritis and meniscus tear. It was reported that the patient received her first series of euflexxa injections on (B)(6) 2015 and then a second series of injections on (B)(6) 2016. The patient was scheduled for her third injection in (B)(6) 2016 but did not keep her appointment for that injection. Lot number 15376a with an expiration date of 20-aug-2017 was provided for the second series of injections. In 2015, the patient experienced off label use (meniscus tear). In (B)(6) 2016, the patient experienced 3rd degree chronic kidney disease. The 3rd degree chronic kidney disease was medically significant. Action taken with euflexxa was unknown. On an unknown date, the outcome of off label use (meniscus tear) was unknown, the outcome of 3rd degree chronic kidney disease was unknown. The hcp was unable to provide any additional information for the serious adverse event of 3rd degree chronic kidney disease as it was reported that this hcp did not diagnose or see this patient for this condition. The patient's medical history was significant for kidney disorder (from 2014 to 2014) and arthritis of her body (from unknown start date to unknown stop date) and bronchitis (from unknown start date to unknown stop date) and multinodular goiter (from unknown start date and ongoing) and cellulitis (from 2014 to 2014). Additional medical history included a family history of cardiovascular disease (father - chf, stroke), family history of multiple sclerosis (sister), facial neuralgia, cataract surgery, fibromyalgia, tonsillectomy, adenoidectomy, irritable bowel syndrome, and a hysterectomy, all with unknown start and stop dates. Concomitant medications were reported as extra strength tylenol, two tablets by mouth every four hours as needed for pain; metoprolol, vitamin d3, and vitamin d2 for unknown indications and with unknown dosing regimens. At the time of reporting the case outcome was unknown. Additional information was received from the patient on 31-aug-2016. The patient stated that her kidney problems began over two years ago "before I had the euflexxa shots" and then stated that the kidney problems worsened last year when she was given bactrim for cellulitis. The patient then stated that "it wasn't officially diagnosed until (B)(6)". Additional information was received from an hcp office via phone on 28-sep-2016. Information obtained included the age of the patient, additional medical history, history of euflexxa use, lot numbers for euflexxa injections received in may and jun 2016, concomitant medications, and lab results. Data fields and narrative were updated. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive, because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. Overall listedness (core label) is unlisted. Reporter causality: related, company causality: unrelated, case number, others: (B)(4). Argus report number : (B)(4).